Manufacturer narrative:
(B)(4). We have not completed our investigation of this event and therefore cannot complete at this time. We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr# (B)(4). Internal cross reference: complaint pr# (B)(4). Initial MDR mailed on (B)(6)2015.

Event description:
A philips field service engineer (fse) reported that while he was performing the installation of an ingenuity CT system, it was recognized that the extended couch add-ons kit were not shipped with the system. The footswitch assembly is included with the extended couch add-ons kit and there is no indication that the footswitch assembly was ordered and installed. There was no harm to a patient, operator, or bystander. The CT system was handed over to the customer for clinical use.